Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer's blood glucose was 80 mg/dl. The customer stated that the insulin pump was probably exposed to moisture since he tucked his insulin pump under his shorts. The customer stated that one of the buttons may have been pressed for three minutes or longer. The customer attempted to clear the alarm by pressing esc and act with no success. The customer stated he had already reverted to manual injections. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response (act, up arrow and down arrow buttons) due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir window, cracked battery tube threads and missing end cap sticker. Loose/flush support disk noted. Passed displacement test and rewind test. Compromised force sensor system alarm noted during basic occlusion test due to loose drive support disk.